Event description:
The customer observed falsely decreased alinity I ca 19-9xr results for one patient. The following data was provided: sample ID (B)(6). Initial result, with lot 62106fp00, was >1200, repeat result, with automatic 1:10 dilution, was 283.42 u/ml. The sample was manually diluted 1:2 and the result was 514.94 u/ml (calculated result was 1029.88 u/ml). The sample was repeated on another analyzer, serial number (B)(6), and the result was 1019.01 u/ml. The sample was then repeated on another analyzer, serial number (B)(6) with lot 61049fp00, and the result was >1200, repeat result, with automatic 1:10 dilution, was 204.56 u/ml, which generated an expc flag, expired calibration flag. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The complaint investigation for falsely elevated alinity I ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Trending review determined no related trend for the issue for the product. Return testing was not completed as returns were not available. The historical performance of reagent lots 62106fp00 and 61049fp00 was evaluated using worldwide data from customers. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lots 62106fp00 and 61049fp00 are inside the established control limits, which indicates acceptable product performance. Device history record review did not identify any non-conformances or deviations with the likely cause lots and complaint issue. Manufacturing documentation for the likely cause lots was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I ca 19-9xr, lot numbers 62106fp00 and 61049fp00, was identified.